Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion of daptomycin was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing performed on the suspect pump module found the pump module performing with no errors or malfunctions. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. The logs from the pcu and pump module were reviewed to investigate the event reported on november 6, 2024, at 10:33 am. It was found that the devices were turned off at that time. The pump module s/n (B)(6) was powered on at 10:37 am and began a primary infusion of daptomycin at 350mg/100ml at the time of 10:39 am with a rate of 200 ml/hr and a vtbi of 100 ml. The infusion was paused at 10:39:45 am and restarted at 10:39:59 am. It was paused again at 10:47:23 am and restarted at 10:47:39 am, at which point the rate was changed from 200 ml/hr to 50 ml/hr, and then stopped at 10:48:32 am. At 10:53 am, a new primary infusion of daptomycin at 350mg/50ml was started with a rate of 100 ml/hr and a vtbi of 50 ml, which was stopped at 11:04 am, at which point the pcu was turned off. The pcu was powered on again at 11:46 am, and the infusion was stopped at 11:49 am. Finally, the device was removed at 11:53 am, with a total infused volume of 41.08 ml. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The log review could not determine why the second programmed infusion of daptomycin, programmed to infuse for approximately 30 minutes was terminated after only infusing for approximately 11 minutes. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of daptomycin was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported there was an over infusion of daptomycin (350mg/50ml bag). The daptomycin was intended to infuse at a rate of 100ml/hour with a volume to be infused of 50ml. However, the medication was found to have infused within 10 minutes. The event occurred at 1033. The infusion was stopped. There was patient involvement, but no harm. During follow up with bd technical practice consultant, the customer indicated they had run rate accuracy level of testing and found no issues, 8100-rcs was used on level of testing. The hospital biomed did not run a calibration on the reported device.

Manufacturer narrative:
Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported there was an over infusion of daptomycin (350mg/50ml bag). The daptomycin was intended to infuse at a rate of 100ml/hour with a volume to be infused of 50ml. However, the medication was found to have infused within 10 minutes. The event occurred at 1033. The infusion was stopped. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information : imdrf annex a , g, b, c, d codes and manufacturer narrative. Investigation exec summary : the reported complaint of an over infusion of daptomycin was confirmed through a review of the device logs and was determined to be due to a use error. The infusion rate was reported to be 100ml/hr, however the log review confirmed that the suspect device was programmed at a rate of 200ml/hr and was allowed to infuse for 7:39 minutes. Thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. The logs from the pcu and pump module were reviewed to investigate the event reported on november 6, 2024, at 10:33 am. It was found that the devices were turned off at that time. The pcu and pump module were powered on at 10:38 am, with the pump module assigned to channel a. A new patient was selected, and an infusion of daptomycin was started at 10:39 am with a rate of 200ml/hr and a vtbi of 100ml. The infusion was paused and restarted multiple times, with changes in programming, including an adjustment of the rate to 50 ml/hr. At 10:47 am, the pvi was 24.705ml. The pcu was powered off at 10:48 am and powered on again at 10:52 am. A new infusion was programmed at 100ml/hr with a vtbi of 50ml, starting at 10:54 am and ending at 11:04 am when the "channel off" key was pressed on the pump module, with a final pvi of 41.08ml, thus powering off the pcu. The total primary volume infused for the primary infusion was recorded to be 41.08ml. A review of the pcu error logs showed no records associated with the reported incident. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of an over infusion of daptomycin is attributed to be due to a use error. The infusion rate was reported to be 100ml/hr, however the log review confirmed that the suspect device was programmed at a rate of 200ml/hr and was allowed to infuse for 7:39 minutes.

Event description:
It was reported there was an over infusion of daptomycin (350mg/50ml bag). The daptomycin was intended to infuse at a rate of 100ml/hour with a volume to be infused of 50ml. However, the medication was found to have infused within 10 minutes. The event occurred at 1033. The infusion was stopped. There was patient involvement, but no harm. During follow up with bd technical practice consultant, the customer indicated they had run rate accuracy level of testing and found no issues, 8100-rcs was used on level of testing. The hospital biomed did not run a calibration on the reported device.